Event description:
Report received from (B)(6), stating that the device had hose damage. It is known that the event occurred during surgery. It is also known that there was no patient injury, surgical delay or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).